Event description:
The customer reported encountering a continuous air in line message on their brand new cxe colleague volumetric infusion pump. The customer did not report when the problem was occurred or if there was any resultant patient injury.

Manufacturer narrative:
Evaluation summary: during product evaluation, the air in line printed circuit board (ail pcb) values were found to be out of specification. The ail pcb was replaced.